Event description:
It was reported the patient had an infection. The patient was in and out of the hospital three times after the pump was placed in (B)(6) 2015. The pump and catheter were removed on (B)(6) 2015. It was noted there was fluid around the pump. The patient was not doing as well as he would like to be doing now that the pump and catheter were removed. The patient would like to have the pump back. The drug being delivered via the device system was baclofen. Outcome information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n175906029, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).